Event description:
The lay user/reporter called lifescan (lfs) on 11/02/06 and alleged that the meter was prompting the battery symbol. The medical affairs specialist spoke to the pt on 11/06/06 and obtained and verified the following info. The pt stated that she was unable to test on her meter for approximately one month due to the battery symbol. She had attempted to replace the battery, but the meter issue was unresolved. The pt takes insulin (75/25) 35 units in the morning and 25 units at night. She continued to take this amount when unable to test; although she reported that it should have been adjust according to her meter results. The pt began experiencing symptoms of frequent urination and thisrt so she visited her physician on 10/06. Her blood glucose was tested and it was over 300 mg/dl. She was not given any isnulin. She was given a prescription for a new meter. This complaint is being reported, as the meter issue was not resolve with troubleshooting and during the time the pt was unable to test, she began to have symptoms and her blood glucose level was tested on another meter and found to be over 300 mg/dl. A replacement has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them.